Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered three inappropriate shocks and six bursts of anti-tachycardia pacing (atp) for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) analyzed device episode data and found that there was under sensing of the patient's low amplitude signal during these af episodes. The right atrial (ra) lead was not manufactured by boston scientific. No additional adverse patient effects were reported. Currently, this crt-d system remains in service.